Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2014.

Manufacturer narrative:
The full number for the product in question is bk020053 ((B)(4) 2003). Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(6) 2015. Additionally, the immucor laboratory tested retention product on (B)(6) 2015, when it was still in date, and determined that the retention product performed as expected. The immucor laboratory also tested the returned blood sample from the customer site on (B)(4) 2015, the outcome of which reproduced, but did not confirm the customer's findings. An immucor field service engineer visited the customer site on (B)(4) 2015, and the instrument was determined to be operating as expected.